Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device¿s machine flow sensor, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, muffler assembly, outlet side panel, fio2 housing, tubing, housing needs to be replaced due to water ingress. The software needs to be updated to the latest version.